Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: an allofit alloclassic shell with polar screw plug, uncemented, 58/ll (ref. 4248, lot. 2852669), a durasul®, alpha insert, ll/32 (ref. 01.00013.412, lot. 2838458), a durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120) and a durasul®, alpha insert, mm/32 (ref. 01.00013.413, lot. 2848221) has been reported. Only the two liners durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120) and durasul®, alpha insert, mm/32 (ref. 01.00013.413, lot. 2848221) has been received. It is reported that after implantation of the cup [allofit alloclassic shell 58/ll (ref.4148, lot. 2852669)] the liner [durasul alpha insert ll/32 (ref. 01.00013.412, lot. 2838458)] was not rotational stable and came out easily. The surgeon tried to put another liner [durasul alpha insert hooded ll/32 (ref. 01.00013.512, ref. 2840120)] in [hooded and same size] but the same issue occurred. When the surgeon tried to put in a liner [durasul alpha insert mm/32 (ref. 01.00013.413, lot. 2848221)], which is one size larger, it did not fit at all as it was too big. The surgeon left the shell in place and re-inserted the first liner [durasul alpha insert ll32 (ref. 01.00013.412, lot. 2838458)]. It is additionally stated that this liner is not rotational stable (no rotational stable fit between shell and liner). - no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: as the durasul®, alpha insert, ll/32 (ref. 01.00013.412, lot. 2838458) has not been returned, no visual examination can be done for this liner. The durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120) will be used for further visual examinations as it has the same size as the implanted insert. The durasul®, alpha insert, mm/32 (ref. 01.00013.413, lot. 2848221) will not be part of the further investigation as this part is not compatible with the used shell of size 58/ll (too large). The outer hemisphere of the inlay looks fine. The front surface shows some marks from the setting instrument and the area of the snap fit shows only a few additional scratches/ dents. It can be seen that on the outer hemisphere, deep imprints from the two pins/ spikes on the inside of the titanium cup (the pins which press into the polyethylene and provide additional rotationally stability to the insert) are missing. Only two very small holes can be detected which indicates an incorrect/incomplete impaction of the inlay into the shell. No additional damages or imperfections can be detected. The peg on the outer surface for centering of the inlay within the shell is intact. Measurements: to ensure the insert [durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120)] has correct dimensions, relevant characteristic according to the inspection plan were measured with the caliper so 2083. Characteristic no. 1 feature ¿diameter 52.63 +0.05/-0.05.¿ -specification: max. 52.68mm; min. 52.58mm. -measured value: 52.66 mm. -conclusion: the size of the insert can be confirmed (based on the outer diameter). Characteristic no. 19 feature ¿diameter 16.25 +0.05/-0.05.¿ -specification: max. 16.3mm; min. 16.2mm. -measured value: 16.27 mm. -conclusion: the size of the insert [based on the inner radius] can be confirmed. As the durasul®, alpha insert, ll/32 (ref. 01.00013.412, lot. 2838458) has not been returned, no measurements can be conducted for this liner. Further the DHR indicates that all components met all specifications. Functional tests: with the insert [durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120)] a functional test was conducted to evaluate if the insert can be well fixated within a compatible shell . A shell 58/ ll (ref. 4248; lot 2409154) including the pole plug for centering of the inlay was used and the inlay was impacted with a setting instrument (ref. 75.11.00-02; lot 09.500451) and a plastic impactor (nachschl.über. 32 alpha,beta, gamma ref. 840.6033 c; lot 05.176407). The insert could be anchored in the correct position without any difficulties. Even if the validity of this test is limited (usage of a shell which has not been implanted into real bone and a pre-used insert) it still confirms the correct size and functionality of the insert. After the functional test, the newly created imprints of the two spices have been examined and compared to the old holes. It can be clearly seen that the new holes are much bigger and deeper than the old ones. Review of product documentation - compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer. Inspection planning: [durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120)] inspection plan: - characteristic no. 1 feature "diameter 38.63 +0.05/-0.05 mm" with scope of testing: aql 1.0; means of inspection: 3d measuring program. - characteristic no. 2 feature "diameter 38.69 +0.05/-0.05 mm" with scope of testing: aql 1.0; means of inspection: 3d measuring program. - characteristic no. 4 feature "radius 17.8 +0.05/-0.05 mm" with scope of testing: aql 1.0; means of inspection: konturlehre. - characteristic no. 19 feature ¿diameter 14.25 +0.05/-0.05 mm¿ with scope of testing: aql 1.0; means of inspection: 3d measuring program - the surgical technique sap doc. No. 06.01205.012 page 13 describes in detail how to fit the cup insert: ¿the supplied insert is attached to the setting instrument, introduced into the cleaned shell, and is carefully centered. The polyethylene peg must be centered in the hole of the polar screw. To do this, use the setting instrument to position the insert at the entrance plane of the shell. In this position, the insert is turned clockwise using the setting instrument. If it can easily be turned concentrically, it is only tapped lightly with a hammer. If it can no longer be rotated with low torque, it sits concentrically and can be tapped in definitively. If the insert can still be turned with low torque after tapping it lightly, this indicates nonconcentric positioning or soft tissue between insert and cup. After removing the soft tissue remnants and correctly positioning the insert, repeat the process until the insert cannot be turned after tapping it lightly. Only then it can be tapped in completely". Root cause analysis root cause determination using dfmea: - failure of connection between shell and insert due to insufficient snap geometry => not possible: the snap geometry was checked and a systematic issue related to potential design would have been detected as part of complaint trending. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug => not possible: nothing indicates the polar plug has been damaged. 3- difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell => not possible: nothing indicates the polar thread of the shell has been damaged. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis => not possible: no pelvis fracture is reported. - failure of connection between shell and insert due to wrong pairing of components (wrong size) => not possible: as nothing indicates a wrong sized shell not suiting the inlay was used and the used components (except the inlay of size 32/mm) are compatible with each other. - failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility list => not possible: as nothing indicates a wrong sized shell not suiting the inlay was used and the used components (except the inlay of size 32/mm) are compatible with each other. - failure of connection between shell and insert due to wrong assembly procedure => possible: as it is stated that both inlays were not rotational stable and came out easily. The too small imprints of the spikes indicate that the hooded inlay has not been impacted into the shell entirely. It can be assumed that the same issue occurred for the non hooded inlay of size ll/32 which has been left within the shell/ patient. Conclusion summary based on the returned product and the given information the complaint could be confirmed however an exact root cause could not be determined. It remains unclear why the inlay could not be anchored within the shell and it stayed rotationally unstable. The returned inlay [durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120)] has been produced according specifications and its correct size can be confirmed. As the peg on the outer surface is not deformed it can be assumed the inlay was correctly centered within the shell prior to impaction. However, the visual examination and the functional test indicate the inlay has not been impacted completely. The test with the inlay [durasul®, alpha insert, hooded, ll/32 (ref. 01.00013.512, ref. 2840120)] showed clear differences regarding the imprints of the spikes between the impaction during surgery and the impaction during the functional test. Possible root causes for a non well anchored/ incompletely impacted inlay: based on the given information and the investigation results it appears most likely the shell was slightly deformed (e.g. Due to high impaction forces in very hard bone) making a correct matching and fit in final position more difficult. In this case a replacement of the shell might have been adequate. Some soft tissue and/ or debris might have been located between insert and cup or prior to implantation. Possibly the inlays were stored in a rather cold place which led to a slight decrease of the outer diameter (material reduction). A too low impaction force was applied to tap the inlays in completely. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that an attempt was made to implant a durasul, alpha insert, hooded, ll/32 on (B)(6) 2016. It was also reported: "after implantation of the cup the liner was not rotational stable and came out easily. The surgeon tried to put another liner in [hooded and same size] but the same issue occurred. When the surgeon tried to put in one size larger it did not fit at all, it was too big. The surgeon left the shell in place and left the first liner in place. The liner is not rotational stable." The surgery was delayed for 30 minutes.